Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the "battery pack went out" and the device wasn't working. According to the hcp the stimulator was for pain and implanted about 10 years ago in the consumer's right upper buttock. The patient programmer (pp) was used but it was unable to locate the ins, and the consumer didn't have their own pp with them since the implantable neurostimulator (ins) wasn't working anyways. It was noted the consumer was recently referred to a new physician where they discussed replacing the ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.